Manufacturer narrative:
The complaint was confirmed during lab testing. The vendor was not notified. No clinical injury to the patient.

Event description:
Event as reported: set was on the patient for about 24 hours and noticed leaking coming from the filter. A crack was noted on the side of the filter. Set will be returned. No injury to the pt. No patient injury occurred as a result of this complaint.